Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the sensor patch, and no issue was observed. Visual inspection was performed on the returned sensor plug and no failure modes were observed.data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was activated with a known good reader and the bluetooth connection was successful. The sensor was de-cased and a linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Unwrap the reader from the aluminum foil and scan the sensor to re-establish connection to the sensor. Signal loss message was not displayed after 15 minutes. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media. An alarm issue was reported with the use of abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, almost lost consciousness, and was unable to self-treat, requiring treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.